Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 08/30/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2011 with the following findings: the keypad responsiveness was unable to be tested due to an unrelated display issue. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the pump display screen was found to be blank. The pump was opened and moisture was found on the display screen flex connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad buttons became unresponsive after the pump was kept in a cooler on ice while the patient was at the beach. The family member stated that the patient wears the pump on her belt, and denied cleaning the pump. She stated that the patient inserted new batteries with no resolution to the issue.